Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision for reasons currently unknow. The plan is to proceed with the invision case in the near future. Talar subsidence is noted as an issue.

Event description:
The digital stryker prophecy team received a report indicating the need for a revision for reasons currently unknown. The plan is to proceed with the invision case in the near future. Talar subsidence is noted as an issue.

Manufacturer narrative:
Please note the corrections made to the h6 device code: the complaint was confirmed, since the revision surgery has already taken place. Upon further investigation of the CT scans by healthcare professionals the following was observed: there is a girdlestone situation with a cement spacer at the former position of the ankle joint visible. This indicates removal due to infection or suspected infection. No further assessment regarding the implants can be made. No assessment possible due to girdlestone situation with a cement spacer. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.